Manufacturer narrative:
Information added or updated to section h6 (type of investigation, investigation findings, and investigation conclusions). H11: additional manufacturer narrative: the device was not returned for evaluation as it remained implanted. Early onset endocarditis (60 days or less post implant) generally reflects contamination arising in the perioperative period. Potential sources may include the patient's own skin and access lines, air in the operating room, the coronary suction devices used during surgery and the heart lung bypass machine, and the prosthesis itself. A device history record (DHR) review identified no relevant nonconformances. Additionally, a lot history review was performed, and no similar complaints were found that may suggest that the reported event was the result of a manufacturing nonconformance. Since there are multiple modes of contamination other than the prosthesis itself, and there is no evidence that the patient's infection was device related, the event was likely due to patient and or procedural related factors. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient and or procedural factors. Since no edwards defect was identified, corrective or preventive actions are not required.

Event description:
Edwards received notification that soon after the implantation of this valve model 11500a27, the white blood cell count of this patient increased to around 20000. After a successful discharge and no later than 60 days, the patient developed septic shock and was readmitted. An aneurysm caused a cerebral hemorrhage, and the patient was diagnosed with infective endocarditis. The patient was treated with antibiotics.

Manufacturer narrative:
E1: (B)(6). H11. Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.